Event description:
It was reported a 6f angio-seal sts device was used to seal the right femoral arteriotomy site post emergent percutaneous coronary intervention procedure. Initially, the pt presented with three vessel disease including a left main and left anterior descending coronary artery stenosis; stenting was done. An intra aortic balloon pump (iabp) was inserted in the left femoral artery and the angio-seal sts device was deployed in the right femoral arteriotomy site; the pt was transferred to the intensive care unit (ICU). The pt was stable for two hours, but then went into cardiogenic shock with retroperitoneal bleeding from the left femoral artery. The pt expired. The physician stated the death was not caused from tthe angio-seal deice which was in the right femoral artery, but the iabp device which was in the left femoral artery, may have been the cause.